Event description:
It was reported that a hairline crack was noted in the tip of the driver during surgery. The crack was big enough, so the driver would not grip the screw head. An alternative instrument was used to complete the surgery. No patient complications were reported.

Manufacturer narrative:
(B) (4): the driver was returned for evaluation. The torque mechanism was evaluated; torque readings were found within specification. Visual and optical examination revealed hairline cracks at the corners of the internal hex 180 degrees apart from the other. This type of fracture is consistent with bend stress overloading. A review of the device history records did not identify any applicable nonconformance to specification.